Manufacturer narrative:
The permanent cautery spatula (pcs) instrument was found to have a frayed pitch cable at the proximal clevis hole. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument associated with this complaint and completed investigations. The instrument was found to have a derailed grip cable from its normal position at the distal end. The instrument failed the intuitive motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was found to have a loose pitch cable at the idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the information associated with this event has been performed and the following additional information was provided: the image shows a frayed cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula (pcs) instrument's wire is sagging and not functioning properly. No fragment fell into the patient. The procedure was completed with no reported injury.